Event description:
As reported, approximately 1.5 years postop the initial implant, this 66 y/o male patient was revised in (B)(6) 2019. Reason for revision was not reported. Event discovered in a recent complaint. Devices are not returning. No other information is patient conditions.

Manufacturer narrative:
Section h10: (h3) upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is patient conditions. Section h11: the following sections have corrected information: (b5) describe event or problem: as reported, approximately 1.5 years postop the initial implant, this 66 y/o male patient was revised in (B)(6) 2019. Reason for revision was not reported. Event discovered in a recent complaint. Devices are not returning. No other information is patient conditions.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-15-05, 4518795 - eq rev locking screw, 320-10-10, 2588450 - equinoxe reverse tray adapter plate tray +10, 320-20-00, 4867389 - eq reverse torque defining screw kit, 320-42-10, 4531704 - equinoxe reverse 42mm humeral const liner +0.

Event description:
The reason for the revision was not reported. Previous revision found for patient after receiving devices back from rep. Unable to obtain further details regarding this case.